Event description:
It was reported the customer received a no delivery alarm. The customer's blood glucose was 436 mg/dl. Customer did not treat their blood glucose at the time of the call. Troubleshooting found insulin was unable to exit during a fixed prime and the insulin pump alarmed no delivery. It was also found the insulin pump alarmed no delivery with a manual prime. The customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.